Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of solent omni thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. Blood was in the device. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left leg vein. Power pulse was completed successfully. After 15 minutes of waiting, it was observed that there was water entered into the pump. Aspiration was initiated. After 10 seconds, the device stopped working. The device would not work after being reset multiple times. A message to "please change the catheter" displayed. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left leg vein. Power pulse was completed successfully. After 15 minutes of waiting, it was observed that there was water entered into the pump. Aspiration was initiated. After 10 seconds, the device stopped working. The device would not work after being reset multiple times. A message to "please change the catheter" displayed. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.